Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration on 04-jun-2020. The most recent information was received on 20-feb-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), arthralgia ('joint pain') and haemoglobin decreased ('hemoglobin was at 5.8') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids. Concomitant products included cyanocobalamin (b 12), iron and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion disability), menorrhagia ("bleeding heavily/ lot of bleeding"), amenorrhoea ("skip periods"), alopecia ("loosing hair"), gait inability ("I was not able to walking"), fatigue ("constantly tired"), neuralgia ("nerve pain"), insomnia ("lack of sleep"), iron deficiency ("low iron deficiency"), blood loss anaemia ("anemia from bleeding"), feeling abnormal ("brain fog") and anxiety ("anxiety") and was found to have haemoglobin decreased (seriousness criterion hospitalization). The patient was treated with blood transfusion and surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, arthralgia, haemoglobin decreased, menorrhagia, amenorrhoea, alopecia, gait inability, fatigue, neuralgia, insomnia, iron deficiency, blood loss anaemia, feeling abnormal and anxiety outcome was unknown. The reporter provided no causality assessment for alopecia, amenorrhoea, anxiety, arthralgia, blood loss anaemia, fatigue, feeling abnormal, gait inability, haemoglobin decreased, insomnia, iron deficiency, menorrhagia, neuralgia and pelvic pain with essure. The reporter commented: date of removal: (B)(6) 2020 (surgical pathology report) hospitalization, disability/ permanent damage was mentioned but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on an unknown date: 5.8. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2021: this is retention case. All relevant information from deletion case (B)(4) transferred to this case. Legacy device report num: (B)(4) (medwatch 3500a MFR number). Reporter information, lab data, concomitant drugs added. Event medical device removal updated to event pelvic pain. Events: joint pain, hemoglobin was at 5.8, bleeding heavily, skip periods, loosing hair, I was not able to walking, constantly tired, nerve pain, lack of sleep, low iron deficiency, anemia from bleeding, brain fog, anxiety added. Rcc updated. On 20-feb-2021: mr received. Reporter information, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.